Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was emitting a constant tone and a message indicating a possible device malfunction was displayed on the programmer. The physician was unable to access the therapy history or battery status of the ICD. The ICD was removed and replaced.